Event description:
It was reported that this lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was found to be malpositioned. Subsequently, a revision procedure was performed and the lead was surgically abandoned and replaced. The new lead was placed in optimal position. No additional adverse patient effects were reported.